Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material: 362035, lot: 0061939283) was being used on (B)(6) 2024. According to the complainant, the filter plug came off drip chamber. The nurse (rn) opened the pop open filter to ensure patient (pt) received all of infusion. The filter plug came off and chemo poured out of the opening. Reportedly, the nurse did not mistake the hinge side for the tab side when the component was opened. The patient was not administered their entire chemotherapy dose. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.